Event description:
It was reported that the patient experienced stroke and subsequently died. No further information is available.

Event description:
It was reported that the patient experienced stroke and subsequently died. No further information is available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Manufacturer narrative:
Subject device is not available.